Event description:
A surgeon reported performing a lens replacement due to complaints of glare and photophobia following cataract surgery.

Event description:
Additional information provided for this event indicates that the intraocular lens exchange has alleviated the reported visual disturbances.